Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information received (please reference b5) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. When the content of bf-uc190f's instructions for use was checked, the re-process means are described below. Chapter "reprocessing workflow for endoscopes and accessories" chapter "reprocessing the endoscope (and related reprocessing accessories)" chapter "reprocessing the accessories" chapter "reprocessing endoscopes and accessories using an aer/wd" olympus will continue to monitor field performance for this device.

Event description:
Additional information was received stating that the customer reprocessed the scope (after receiving from repair) before preforming culture test.

Event description:
It was further reported, the hygiene microbiological investigation (hmi) report from customer indicated that the device tested positive for more than 1 colony forming units of high concern gram negative bacteria.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see updates to: b5. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
Follow up in progress to obtain the hygiene microbiological investigation (hmi) report from the customer. The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. Pre-procedure device check was not done. Pre-cleaning was performed immediately after patient procedure. Water was aspirated through instrument / suction channel with a suction pump until the aspirated liquid became clear. Forceps elevator was not moved to raise and lower three times in the water during aspiration. Aspiration was not done e with both first and second position of suction valve. The air/water channel was flushed with water and air by using mh-948. The air/water channel and balloon channel was not flushed with water and air by using maj-1444 and maj-629. The auxiliary water channel was flushed with water. Regarding manual cleaning, the customer reported that there were no abnormalities with accessories used in reprocessing. The time from pre-cleaning to manual cleaning was less than 60 minutes. Leak test was performed according to the instructions for use (IFU). The detergent used was mediclean forte (manufacturer: dr. Weigert). The brushed points include instrument/sution channel, suction cylinder, instrument channel port and balloon channel. The detergent was aspirated through the instrument/suction channel. The brush was inserted into instrument channel from suction cylinder. The forceps elevator was not brushed. Flushing was done with accessories described in IFU. The forceps elevator was not operated (up/down) in the detergent solution. The forceps elevator was not flushed and distal end was not flushed with maj-2319. The automatic endoscope preprocessor (aer) used by the customer was mediator advantage (manufacturer: cantel). The detergent and disinfectant used was from cantel. A clear system was established to avoid any mix-up/cross-contamination of contaminated and reprocessed endoscopes/accessories. The endoscope was stored in a simple cabinet with drying function. The scope was vertically hanged and horizontally placed. All the removable parts were detached from the endoscope. The scope is stored for maximum of 30 days until the next procedure. The endoscope was not sterilized. The maintenance and repair was not performed by olympus. The accessories were handled according to the instruction manual. Process training was provided by olympus; however, participant record was not available. The microbiological test result of patients is not available. The microbiological test result of endoscope was available. The samples were taken from the instrument channel using rinsing. The test was conducted at an external laboratory. The device was returned to olympus. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit and biopsy/instrument/suction channel were cultured and there was no bacterial detection. The obtained results were in conformance with the requirements. The returned device was inspected and there were no findings. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchofibervideoscope tested positive for an unexpected contamination. The issue was found during incoming inspection after the device was returned from the olympus repair center. The customer requested inspection of all channels for damages. Before the scope was sent to the repair center by the customer, the subject device was loaned to another hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.